Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient keeps falling and they think it may be their blood pressure. The patient stated they had passed out 3 times since the beginning of (B)(6). They stated they fell and broke their foot 3 weeks ago and stated they have passed out in public and wakes up on the floor. The patient also stated they get really bad headaches which they have always had but they have recently gotten worse. The patient wanted to make sure they had not damaged the device. Physician listings were sent. No further complications were reported/expected.